Manufacturer narrative:
The switch pressure sensitive 20 psi was replaced to fix the reported failure. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, a noise was heard from the area of the fan and a message appears stating low level of drive gas. There was no reported patient involvement.